Event description:
The following was reported to hamiton medical ag: goldcap no more power. The device does not work. No patient involvement.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. H2: type of follow up- correction. D4: additional device information- correction. E1: reporter name and address- correction - additional information.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: goldcap no more power. The device does not work. No patient involvement.